Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. During device examination, the reported issue was not confirmed. Based on the results of the investigation, the presumable cause and root cause of the event could not be determined. The following is included in the instruction for use (IFU): -reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; leak test failed; distal end cover insulation failed; bending section cover or distal sheath rubber had a hole/cut; bending section cover or distal sheath rubber glue peel; and bending section had a dent. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope, after being washed with the cap off, fluid got trapped internally. The issue occurred during the reprocessing. There were no reports of patient harm.